Manufacturer narrative:
Corrosion was discovered within internal components of the device.

Event description:
The micro reciprocating saw was returned for service. Upon eval at the manufacturer, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.